Manufacturer narrative:
Pump passed displacement test, self test, active current measurement and sleep current measurement. No failed battery test noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on (B)(6) 2024 15:23:16.000 in pump downloaded history. The electronic assembly, battery cap and battery tube were inspected and moisture damage noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, corroded battery tube, cracked battery tube case, cracked battery tube threads, cracked keypad overlay, cracked battery tube threads, and pillowing keypad overlay. Cosmetic damage was confirmed at the battery compartment and battery cap during analysis. No failed battery test noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump battery failed, metal piece are missing and crack. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and confirmed the customer reported issues. No harm requiring medical intervention was reported. Mmt-1812 was requested and customer response was the device will be returned.customer will discontinue using the pump.